Manufacturer narrative:
The lead was not wrapped properly and was twisted with the scar tissue. However, no lead malfunctions were noted. Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic with noted lead noise on the right ventricular lead. On (B)(6) 2020, the patient presented to the hospital for a lead revision procedure. Upon inspection of the pocket, the physician discovered that both the atrial and right ventricular leads were not wrapped appropriately and were twisted within the scar tissue. Both leads were then explanted and replaced. No patient symptoms were noted and the patient was discharged from the hospital following the procedure. Related manufacturer reference number: 2017865-2020-03407.